Event description:
It was reported that a patient with this implantable cardioverter defibrillator (ICD)was admitted to the hospital with symptoms of heart failure. Interrogation of the ICD data noted high pacing rates associated with these symptoms. The patient had been experiencing balanced endless loop tachycardia at approximately 110 beats-per-minute (bpm). The ventriculoatrial conduction was very long and all episodes were preceded by a premature ventricular contraction. The post-ventricular atrial refractory period of the ICD was reprogrammed and the device remains in service. No additional adverse patient effects were reported.